Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ICD (implantable cardioverter defibrillator) exhibited noise which led to pacing inhibition. It was noted with possible myopotential oversensing. Programming changes were made. The patient was asymptomatic and would be monitor with routine follow-up.